Manufacturer narrative:
### A supplemental report is being submitted for a correction. D9 return date corrected from 03-nov-2020 to 30-oct-2020. The return date for the devices in h10 was corrected from 03-nov-2020 to 30-oct-2020. Additional devices: d4: serial #:(B)(6) d9: yes, return date: 30-oct-2020 d4: serial #: (B)(6) d9: yes, return date: 30-oct-2020 d4: serial #: (B)(6) d9: yes, return date: 30-oct-2020 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. The reported event could not be duplicated during bench testing; the battery did not experience a power switching event and was able to adequately provide power to a test controller. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis did not reveal any premature power switching events within the analyzed period. As a result, the reported event was not confirmed. There is no evidence that the lubrication servicing had been performed on the reported devices. Additional products: d4: serial #: (B)(6), d9: yes, return date: 03-nov-2020, h3: yes dev rtn to MFR? Yes, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: FDA method code(s): b01, b15, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d14, d4: serial #: (B)(6), d9: yes, return date: 03-nov-2020 h3: yes dev rtn to MFR? Yes h6: patient ime code(s): e2403 h6: imf code(s): f26, h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14, d4: serial #: (B)(6), d9: yes, return date: 03-nov-2020, h3: yes dev rtn to MFR? Yes, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19, h6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2020 / serial #: (b(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Mfg date: 10-dec-2019. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2020 / serial #: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Mfg date: 11-dec-2019. Labeled for single use? No. Heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2020 / serial or lot#: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Mfg date: 11-dec-2019. Labeled for single use? No. (B)(4). If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four batteries exhibited power switching. The batteries will be replaced. No patient complications have been reported as a result of this event.